Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via telephone call that the blood glucose had been running high. The customer had a no delivery alarm and the caller was unsure if the customer resumed basal delivery or not afterward. The blood glucose rose to over 600 mg/dl and the customer treated with a manual injection. The drive support cap appeared normal and recessed. A large air bubble was noted in the tubing near the connector cap. The caller was assisted in priming it out. The insulin had not been stored at room temperature. The caller was sent tubing clamps in order to perform a high pressure test. She was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.